Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 2017.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 27 november 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2 (a2p2). Post deployment of the clip during removal of steerable guide catheter(sgc), air was observed in sgc. Additional aspiration was performed outside instruction for use(IFU). Hence, sgc was removed from the anatomy immediately. The mr was reduced to grade <1 post procedure. There was no clinically significant delay.